Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the account is having stand-by issues with the unit.